Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she received e4 occlusion errors on the infusion device due to bent infusion cannulas. Patient has since stopped using that product and switched to a different type of infusion set. There were no issues with the preparation, insertion, or removal of the infusion set. There was no insulin leakage. She did not experience any physiological effects. Insertion device was used to insert the headset. This first occurred in (B)(6) 2011, and was an ongoing concern. Patient received two training sessions before she used the product for the first time. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.